Event description:
The left-sided deep brain stimulation system was revised (see mfg report# 3004209178-2009-04109). The pt fell and experienced a loss of therapy efficacy afterwards. Impedances were greater than 2000 ohms. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.